Event description:
Still in lot of pain [knee pain]. Frustrated with pain [frustration]. Case narrative: based on the additional information on 13-aug-2018, the seriousness of the case has been updated to serious from non serious. Initial information received on 25-jun-2018 regarding an unsolicited valid non-serious case received from a patient from united states. This case involves a (B)(6) female patient (weight (B)(6)) who received hylan g-f 20, sodium hyaluronate (synvisc one) injection and after unknown latency was still in lot of pain and was frustrated with pain. The patient's past medical history included bone on bone, bone was bruised, meniscus injury knee and hip arthritis. It was reported that patient had allergies to ace inhibitors. The patient's past medical treatment included taking meloxicam for inflammation. Patient's past vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing pain in (B)(6) 2017. On (B)(6) 2018, the patient received hylan g-f 20, intra-articular sodium hyaluronate injection, once (dose, indication, lot number and expiry date: not provided) in right knee. On an unknown date in (B)(6) 2018, few days after the injection, patient was still in a lot of pain. Patient was taking hydrocodone bitartrate, paracetamol (norco) but that had not taken the edge off so she was going to stop taking that. "Patient's" mentioned that her brother in law had gotten an injection that was from rooster combs too and it had helped quite a bit (no name mentioned). Patient started crying while on the phone. On an unknown date in (B)(6) 2018, patient was just frustrated with the pain. It was also reported that on an unknown date patient received cortisone shot to help with knee pain from torn meniscus and bone on bone. Seriousness criteria: intervention required (cortisone shot) for knee pain. A product technical complaint (ptc) was initiated on 05-jul-2018 for synvisc one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final diagnosis was frustrated with pain and still in lot of pain. The patient was treated with hydrocodone bitartrate, paracetamol. The patient outcome is reported as unknown for both events additional information was received on (B)(6) 2018. Gptc number and ptc results were added. Text amended accordingly. Additional information was received on 13-aug-2018 from the healthcare professional. Patient's past medical history was updated. Corrective treatment added for knee pain. Clinical course was updated, and text amended accordingly.